Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was run on battery, it alarmed. The battery was removed from the device, tested and it failed the testing. The battery was replaced and the device passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator appeared to not be working on the internal power source. The device shut down as soon as it was disconnected from the power source. There was no patient involvement.